Manufacturer narrative:
The device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient of ischemia is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility (wall apposition); however, factors that may contribute to difficulty to deploy (wall apposition) include, but are not limited to, interaction with challenging anatomy and insufficient post-dilation. The reported patient effect of ischemia and unexpected medical intervention appear to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2018, the patient presented due to an acute myocardial infarction (ami). Due to the presence of thrombus, aspiration was performed and then two xience alpine stents (3.5x23mm, 3.0x33mm) were implanted in the mid to proximal left anterior descending (lad) artery. Reportedly, the overlapped section was not well apposed to the vessel wall, and post dilatation was attempted but unable to be performed due to the slow blood flow, resulting in some ischemia and timi flow only 2.5. Dual antiplatelet therapy was given. On (B)(6) 2019, dapt was discontinued but the patient continued to take aspirin. On (B)(6) 2021, the patient was hospitalized due to an ami. The 3.5x23mm xience alpine stent was noted to be 100% occluded with thrombus. The thrombus was aspirated. A non-abbott stent was implanted followed by post dilatation. Intravascular ultrasound (ivus) was performed confirming good wall apposition of all 3 stents. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. H10: addtl mfg narrative: correction from: "the device was returned for analysis." To "the device was not returned for analysis."